Event description:
It was reported that during a venous access port placement procedure, a guide wire fracture occurred. The intended location of another MFR's venous access port was the jugular vein, however, which jugular vein is unk. An introducer needle was placed and the physician attempted to advance the 0.035 zipwire through the needle, however, at an unspecified time the polymer coating on the guide wire was "cut by the needle". The physician removed the guide wire but was uncertain if the cut segment of the guide wire remained inside the pt. The pt was transferred to the operating room where a cut-down was performed to locate the detached guide wire segment. At an unspecified time, the detached segment was located intact outside the pt. It was not known how the procedure was completed. The pt's status is reported as "ok".